Event description:
It was reported that the patient's device will be explanted due to suspected device soft failure. The patient had not used this device since 2005 when the contralateral ear was implanted. The patient is scheduled to be reimplanted with another advanced bionics cochlear implant. When more information becomes available, supplemental report will be submitted.